Event description:
Follow-up information indicated surgical intervention was undertaken on (B)(4) 2015 and the physician electively replaced the patient's ipg. Postoperatively, the scs system continued to auto-reduce. Diagnostic testing initially indicated low impedance readings, but upon repeating high impedance readings were observed. Diagnostic testing was performed approximately 1 week later and again high impedance readings were observed. Further surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. The patient reported her scs system was auto-reducing. The sjm representative met with the patient and reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.